Event description:
It was reported that the patient experience bleeding in the groin post an ablation procedure. The patient had been taking rivaroxaban and on (B)(6) 2025 after showering they noticed oozing from the right groin. No swelling or pain was noted. The patient went to the emergency department on (B)(6) 2025 for post-operative wound dehiscence. The right groin had wound with mild dehiscence; it was not tender and had no active bleeding or drainage. The patient's symptoms resolved. The device is not available for return as it has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.